Manufacturer narrative:
The date of the event was requested and provided as 3 to 5 weeks after the original procedure. An approximate date of event was provided. Since the device is not available to be returned and the lot number is not known, a complete investigation could not be performed. No conclusion can be made. A second device, coblator ii sys, used in the same procedure was filed under MDR 2951580-2011-00055.

Event description:
The pt underwent a turbinate reduction procedure using a coblator ii sys and an reflex ultra ptr plasmawand with integrated cable. The pt required treatment at an emergency room for post operative bleeding on (B)(6) 2011. Nasal packing was administered to stop the bleeding. Nasal packing was removed after 4 to 5 days and pt had no other bleeding.